Event description:
Customer's husband reported that the customer had been experiencing high and low blood glucose levels ranging from 300 to 400 mg/dl down to 40 to 50 mg/dl. Caller declined troubleshooting. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.